Manufacturer narrative:
The patient was seen in clinic. No further out of range measurements were observed and impedance trends showed measurements were stable. No further action was taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high shock impedance measurement. No adverse patient effects were reported.